Event description:
During a lap chole procedure, about 30 seconds after the surgeon accessed the perinieum and increased the pressure to 15mm hg and 15 liters per minute, the pt went into cardiac arrest. Pt was resuscitated and the proceudre abandoned. Pt was later found to need bypass surgery for clogging of the artery.